Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with c-34 error. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the nurse called to report they were having an error on integrated electrosurgical unit (iesu) screen whenever they were trying to apply monopolar energy. Before calling intuitive surgical, inc. (Isi) technical support engineer (tse), they had already replaced the cautery cable and monopolar curved scissors (mcs) without success. The isi tse guided the customer to try the other monopolar port and reboot iesu without success. The isi tse informed the customer that an external electrosurgical unit (esu) would be necessary and asked whether they had a forcetriad available. The customer did not know but was planning to look for it. The tse sent pictures of forcetriad and the activation cable to make it easier. The customer was planning to call back with the result. The operating room (or) supervisor stated they were able to continue with the procedure using an external forcetriad and activation cable, but they needed to return the external forcetriad for laparoscopic procedures. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) was returned for failure analysis, and the reported failure was confirmed and replicated. During applying monopolar energy, the c-33 error was found, confirming and reproducing the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.